Event description:
Patient had the ponsky replacement done in the clinic by a trained peg nurse. Subsequently, pt was admitted to hospital in 2005 because of pain while feeding via ponsky replacement tube. An ogd was done the next day and the ponsky internal bumper was not seen in the stocmach. The peg was therefore removed. CT scan was done and showed some fluids in the peritoneum.